Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported on approximately on (B)(6) 2025 around 5:00pm, the patient experienced a signal loss that lasted between 15 minutes to 1 hour long, during which they experienced a hypoglycemic event. The day of the event the patient felt tired, had a headache, and the continuous glucose monitor (cgm) reading was 8.5 mmol/l. Around this time the patient would have also experienced signal loss. The patient collapsed and fell, and the mother treated with a glucagon injection. The mom also treated with apple juice, and when the paramedics arrived the blood glucose (bg) reading was 8.2 mmol/l, but the mother did not check the cgm reading at that time. The patient was brought to the hospital with an ambulance. At the hospital the patient was given more carbs and was also given a tetanus shot as a result from the fall. The patient was discharged after spending 2 hours at the hospital. There was no documentation of further medical intervention. Other blood glucose readings from during the event were 11.5 mmol/l and 8.5 mmol/l. No cgm readings were reported from those moments. At the time of the report the patient was stable but had a graze on their knuckle. No other details were documented. Data was evaluated and the allegation was confirmed. Thus, although signal loss less than an hour was confirmed per data investigation, inaccurate estimated glucose values have been determined to be the most likely root cause of the hypoglycemic event.